Event description:
It was reported that the patient is complaining of shocking sensation when right ventricular threshold testing is being performed but does not feel the sensation during normal pacing operation. The patient feels this shocking sensation at 1 volt during testing. During normal pacer operation the patient feels nothing and it is programmed to 2.5 volts at 0.6ms. Impedance measurements are in the normal range. The lead remains in use and the clinic will evaluate the situation at the next follow up visit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.